Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Litigation papers alleged: elevated blood levels of chromium and cobalt; significant pain; significant inhibitions of her ability to move; and anxiety, fear, mental anguish, depression and other emotional and physical damages. Update rec'd 10/28/2014 - plaintiff¿s preliminary disclosure form was received, which identified dor. The complaint and associated mdrs were updated. The stem and sleeve are now being added to the complaint. The complaint was updated on: 11/25/2014.